Event description:
It was reported that following a lumpectomy surgery in the chest area, in which three lumps were removed, a vns patient began experiencing pain near the generator site. The physician indicated that the vns device may have been moved around during the lumpectomy surgery. Diagnostics showed vns to be functioning properly. The evaluating surgeon at that time believed the patient needed time to heal from the lumpectomy surgery and did not believe vns needed to be replaced. The patient was evaluated by another surgeon for a second opinion. It is believed that the generator and leads were moved during the lumpectomy surgery to a position that was causing pain. The new surgeon replaced the patient's generator prophylactically and indicated the leads were still good. Good faith attempts to find out if the pain resolved following the generator replacement surgery have been unsuccessful to date.